Event description:
Customer claims that the product was being used during a staff training mock code. During the demonstration, while the staff was pulling on the ankle restraint, the plastic connector piece female side broke off the ankle cuff, and could not be locked into place. There was no pt contact or injury to the staff.

Manufacturer narrative:
(B) (4) - the device lock broke. Product was requested to be returned for eval and has not been received. The customer did not follow the application instructions for use in particular "criss-cross the straps and attach the cuff secured to the bottom left corner of the bed to the right ankle". (B) (4).